Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and the autocal valve on the smart pneumatic module was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during transport of patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.